Manufacturer narrative:
Further info surrounding the event has been sought. A supplemental medwatch report will be sent when the investigation is completed.

Event description:
Pt had a femoral picco catheter placed. Pt was extremely unwell anyway, but it was noted that circulation to the leg was reduced. In the later course the pt died. (B)(4).